Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision occurred to make the pocket deeper. A por condition occurred due to using cautery during the revision which caused the device to reset. The patient has scheduled to have her device programmed.